Manufacturer narrative:
Date of event: 2016. Concomitant medical products: model#: sc-2218-50, serial#: (B)(4). Description: linear st lead, 50cm model#: sc-4316, lot#: 18485506, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms noted were swelling, pain, and pus oozing at the pocket site. The physician believed that the infection was not device related and that the cause was unknown. The physician, however, suspected that the patient was not wearing the binder properly post implant procedure causing the fluid to pool at the pocket site and bringing on the infection or there was inadequate suturing by the implanting physician. The patient was prescribed antibiotics and underwent an explant procedure. The patient was reportedly doing well. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the clik anchor eyelet was removed from the patients body with infected tissue surrounding the anchor.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms noted were swelling, pain, and pus oozing at the pocket site. The physician believed that the infection was not device related and that the cause was unknown. The physician, however, suspected that the patient was not wearing the binder properly post implant procedure causing the fluid to pool at the pocket site and bringing on the infection or there was inadequate suturing by the implanting physician. The patient was prescribed antibiotics and underwent an explant procedure. The patient was reportedly doing well. No device malfunction was suspected.

Manufacturer narrative:
Sc-110-02 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed. Sc-2218-50 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed. Sc-2218-70 (sn: (B)(4)) device evaluation indicated that the lead was cut. Damage to the device was similar to the typical explant damage and was not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4316 (ln: 18485506) device evaluation indicated that one of the eyelets of the clik anchor was torn apart with missing silicone material.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms noted were swelling, pain, and pus oozing at the pocket site. The physician believed that the infection was not device related and that the cause was unknown. The physician, however, suspected that the patient was not wearing the binder properly post implant procedure causing the fluid to pool at the pocket site and bringing on the infection or there was inadequate suturing by the implanting physician. The patient was prescribed antibiotics and underwent an explant procedure. The patient was reportedly doing well. No device malfunction was suspected.